Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from australia, a 3300tfx21mm valve implanted in aortic position was explanted after an implant duration of five (5) years and twenty-six (26) days due to increased pressure gradients seen in multiple transoesophageal echocardiography (toes). A mechanical non-edwards valve was implanted in replacement. Unfortunately, the patient died after the surgery due to complications post-op. As reported by the surgeon, the death was not associated with the edwards devices.

Manufacturer narrative:
Information added/updated to section b5, d9 and h6 (type of investigation) corrected data in section h6 (device code): 4001 (patient device interaction problem) replaces 1270 (gradient increase). H3: device evaluation: the device was returned for evaluation. Customer report of "increased pressure gradients" was unable to be confirmed as per condition of returned. As received, all three leaflets cut out from the valve. The cuts had a smooth and straight edge. Leaflet fragments, were not returned. X-ray demonstrated commissure 1 bent outward. Host tissue overgrowth was moderate at the outflow stent circumference and minimal at the inflow stent circumference. Sewing ring cloth was cut in multiple areas around the valve. Suture threads and fasteners remained attached to the sewing ring. No other inconsistencies were observed from the returned valve. H11: additional manufacturer narrative: a device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from australia, a 3300tfx21mm valve implanted in aortic position was explanted after an implant duration of five (5) years and twenty six (26) days due to increased pressure gradients seen in multiple transoesophageal echocardiography (toes). Per product evaluation findings, moderate host tissue overgrowth was also observed. Two mechanical non-edwards valve were implanted in replacement. Unfortunately, the patient died after the surgery due to complications post-op. As reported by the surgeon, the death was not associated with the edwards devices.

Manufacturer narrative:
Information added/updated to section b5, b7, h6 (investigation findings and investigations conclusions) and h10. Corrected data in section h6 (type of investigation): "4112 - analysis of information provided by user/third party" code removed. H11: additional manufacturer narrative: pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.

Event description:
Per the report received from australia, a 3300tfx21mm valve implanted in aortic position was explanted after an implant duration of five (5) years and twenty-six (26) days due to increased pressure gradients seen in multiple transoesophageal echocardiography (toes). Per product evaluation findings, moderate host tissue overgrowth was also observed. A mechanical non-edwards valve was implanted in replacement. Unfortunately, the patient died after the surgery due to complications post-op. As reported by the surgeon, the death was not associated with the edwards device.